Manufacturer narrative:
Type of reportable event. There was no death or device malfunction associated with this event. The pt remained in the hosp following the event until he received an ICD. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor was fully functional upon receipt. Device eval of the electrode belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction. Monitor sn (B)(4): (B)(6) 2012 - initial use. Electrode belt sn (B)(4): (B)(6) 2012 - initial use.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, the doctor of a (B)(6) year old male pt contacted zoll to report that the pt was walking into his office and collapsed. The lifevest did not alarm or initiate a treatment sequence. The code team at the office arrived in about a minute or two after the pt collapsed at which point the lifevest was removed from the pt, and the pt was treated with an AED. The AED showed signal artifact and ventricular fibrillation (vf). The pt was converted to a more stable rhythm after the treatment with the AED. Further event analysis revealed that the pt did experience a vf arrest event. Significant signal artifact on both channels interrupted the sys's monitoring in the pt's cardiac signal. The pt remained in the hosp after the event and will receive an ICD.